Event description:
A retrospective, single-institution study included 36 consecutive adolescent or young adult pts who, from 2002 to 2006, underwent extension of a previous long scoliosis fusion in the sacrum/ilium using rhbmp-2 without autogenous iliac crest. All pts underwent posterior extension of an existing fusion to the sacrum with segmental pedicle screw instrumentation, including s1 pedicle screw fixation and iliac screw fixation. Twenty-six pts had anterior interbody device support at the lowest level via an anterior approach. All pts had two-yr minimum f/u. Medical and surgical complications were collected from the hosp and postoperative visit office charts, the prospective database, and surgeon interview. In this pt who underwent a transforaminal approach, pseudarthrosis, which was noted on radiographs and associated with eventual rod breakage, occurred at l2-l3 (l3 pedicle subtraction osteotomy). The average dose of rhbmp-2 was 17.3 - 8.5 mg/level. No other details were mentioned. From the data provided, it is not possible to determine if reoperation was performed.

Manufacturer narrative:
Literature citation: crawford et al. Extension of prior idiopathic scoliosis fusions to the sacrum; a matched cohort analysis of sixty pts with minimum two-yr f/u. Spine. 2010; volume 35: number 20, pp 1843-1848. A review of the certificates of analysis and packing lists for the infuse bone graft was not possible without additional device info. Without return of the device or associated records it is not possible to ascertain a cause for the reported event. (B)(4) - pseudarthrosis.